Event description:
It was reported following a cardiac catheterization, an angio-seal was used. Twenty four days later, a pathologist called to report the male patient is now in intensive care at another hospital. The patient was experiencing coagulopathy with prolonged pt and ptt values and a low factor 5 inhibitor. The patient is bleeding into his lungs. The pathologist was requesting the angio-seal component makeup. The name of the cardiologist performing the heart catheterization at the other hospital was not available.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) states the safety and effectiveness of the angio-seal device has not been established in patients with a bleeding disorder, including thrombocytopenia, thrombasthenia, von willebrande's disease, or anemia.